Event description:
It was reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software installed during the service call. The system was tested and found to be working as intended and put back into service.